Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing of ventricular activity. Noise on the ra channel was also noted with isometrics, and a lead safety switch had occurred. It was noted that impedances appeared normal at 450 ohms and pacing thresholds were good at 0.8 v and 0.4 milliseconds (ms). The patient reported feeling when the device paces. The sensitivity was decreased and the atrial tachy response (atr) was reprogrammed to mode switch quicker. The patient will be brought back for a recheck in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.